Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The device was received with normal operating currents, and no alarmed were noted during testing. Alarm history file was not verified due to overwritten file noted. The following cosmetic damage was noted: cracked case at display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked battery tube threads, and cracked battery tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated the act and esc buttons were not responding. The customer's blood glucose was 112 mg/dl. The customer also received the battery out limit alarm. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.